Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom part of the dual clean head fell off into mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she bought an oral-b dual clean rechargeable toothbrush and the bottom part of the oral-b dual clean brushhead fell off into her mouth while she was cleaning her teeth. She noted that she was still using the brushhead that she had gotten with the toothbrush. No symptoms developed.